Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's pump stopped working a week or two before thanksgiving. The patient experienced withdrawal symptoms, heavy night sweating, agitation, cramps, and muscle seizures. Listlessness, loss of appetite, and vomiting. During patient's last visit they were unsuccessful in aspirating the pump through the side port. The pump was just two days off it's critical alarm as of (B)(6) 2016. It was not clear if there was a scheduling issue and there was a slight amount of medication left in the pump. It was also reported upon follow-up that the pump was functioning properly after all and that there was an error in scheduling that lead to the concerns. The patient was provided medication and the pump was filled. The catheter had come away from the pump and the pump was replaced on (B)(6) 2016. It was unknown if there was a catheter issue or if it was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 15 mg/ml; 2.403 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2016. It was reported the patient experienced a return in pain and had ¿terrible times¿. The patient was not sleeping and had "great pain". The pump was not working as well as it used to and was ¿totally ineffective¿. The pump had no volume discrepancies. Several diagnostic tests were being scheduled. The physician wanted to put a ¿stint¿ in the pump and do a computerized tomography scan. Per the patient the physician wanted to replace the port or catheter. Surgery was planned for (B)(6) 2016. The medication had been in the pump 112 days and the patient was concerned that it was not as effective. The medication had been changed at 90 days for years and it had been fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2017-feb-17. The pump was interrogated on (B)(6) 2016 with contrast to no effect. On (B)(6) 2016, the pump was refilled. On (B)(6) 2016, the pump was replaced due to a faulty catheter connector and an occlusion in the tube.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Device failures included pump failure and catheter failure. Injuries included withdrawal and failure of therapy. The date of injury was noted as ¿continuous in nature.¿ explant surgery was performed on (B)(6) 2016. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer. The patient stated that it was determined that the pump had failed. The patient was sweating, nausea, vomiting, cramps, and withdrawal symptoms. The patient said that this had gone on for weeks. The patient said that the healthcare provider (hcp) went through the side port and tried to pressurize the pump and nothing happened. The patient did not have a CT scan like he was supposed to. The patient wanted to know why there were no alarms. The patient was told the pump was not functioning. The patient was having surgery on (B)(6) 2016 for a replacement pump and catheter. Additional information was received from a consumer on 2017-jan-03. The pump was refilled on (B)(6) 2016 and the ill effects began the start of (B)(6) 2016 (approximate). The patient stated that the pump was usually refilled after ninety days and there were no pump alarms. The side port was interrogated to negative effect on (B)(6) 2016. The cat scan was scheduled then deemed inappropriate. The pump was refilled on (B)(6) 2016. The pump was analyzed on (B)(6) 2016 and replaced. The cause of the pump not working was that the catheter was no longer attached to the pump and the alarms appeared to be inoperative. The pump and pain issue had been resolved. It was reported that there was unnecessary suffering for the patient was simply not called for in the replacement of the compromised infusion pump. The patient¿s request for a 10-15% dose was disregarded after the catheter came away from the pump and was arranged for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.